Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a venous anastomosis angioplasty procedure, the pta balloon was allegedly difficult to deflate. The procedure was completed upon removal of the pta balloon, with no further treatment. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation; the user's locking flow switch was also returned. The device was prepped per the instructions for use, and inflated with a 10ml syringe. The user's locking flow switch was also used during functional testing, and no issues were identified locking the device in the inflated position. The device was deflated within the specified time constraints, without any issues. Therefore, the investigation is unconfirmed for the reported deflation issue. The definitive root cause for the reported deflation issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a venous anastomosis angioplasty procedure, the pta balloon was allegedly difficult to deflate. The procedure was completed upon removal of the pta balloon, with no further treatment. There was no reported patient injury.